Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a pre-deployment angiogram had confirmed the indication. They planned to conduct vascular closure using an angio-seal device for the patient after surgery in the lcx by radial and femoral approach. When the package was opened the carrier tube was found curved. They stopped the use of the device and changed to another device from abbott. The following procedure went on well, and there was no harm found on the patient. Additional information was received on 16oct2019. The patient was stable after the operation. A vascular closure device from abbott was used to finish the operation.